Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the device seemed to lose battery power and stopped in the middle of the transection. The manual override was used successfully. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Na. Was buttressing material utilized? Yes if so, which product? Gore seam guard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Seemed slower or weak. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Na. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Premature sled movement. The analysis found that one device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Please note if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Two ecr60t with the one piece sled partially advanced were present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete; however, as the anvil was damaged malformed staples were noted. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The condition of the anvil is not related with the event reported. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.